Event description:
Patient presented back to the physician with mrsa infection. Physician brought the patient into the or and removed the entire inspire system.

Event description:
Patient presented to the physician with an ipg site infection. Physician prescribed antibiotics.